Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw on the cardiac resynchronization therapy defibrillator (crt-d) was locked and could not be unlocked anymore. Two screwdrivers were used. As all the measured values were good, no further actions were taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.